Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was feeling sensation/par esthesia in their bilateral lower extremities. The patient was hospitalized and discharged due to suspicion of a spinal cord stimulator infection; however, it was noted that there have been no objective findings consistent with an infection. Diagnostics performed included imaging with typical post-op changes, and an examination with stable negative work up, afebrile, and IV antibiotic. It was noted that the patient¿s back and right buttock pain, both near the surgical site, and the patient¿s usual and familiar increased left lower extremity pain prevented them from using their spinal cord stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that clinic note dated (B)(6) 2016 indicated patient's device was reprogrammed due to patient's report of dysesthesias and bilateral lower extremity paresthesias. No further complications were reported as a result of this event. Additional information was received reporting that patient was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. No further complications were reported as a result of this event. Additional information was received from a healthcare professional of a clinical study reporting that patient was unable to use their spinal cord stimulator due to dysesthesias. Patient also reported that they were also feeling sensation/paresthesias. Complex reprogramming was recommended and patient was reprogrammed on (B)(6) 2016. Issue was resolved without sequelae as of (B)(6) 2016. The etiology was reported to be related to device or therapy specifically due to programming. The most recent interrogation prior to event was on (B)(6) 2016. No further complications were reported as a result of this event. Additional information was received from a healthcare professional (hcp). The clinical diagnosis was corrected to include the patient¿s complaints of back pain/right buttock pain near the surgical site and usual familiar increased left lower extremity pain. The patient had post-operative pain, continued to have increased pain, and had not yet experienced therapeutic benefit from their spinal cord stimulator implant. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was implanted with the spinal cord stimulator on (B)(6) 2016 and on the same day, complained of back pain. On (B)(6) 2016, the patient complained of a running low fever (t.101), really bad pain, and they could not get comfortable. On (B)(6) 2016, the patient was admitted to the hospital to perform an MRI to rule out an implant infection. The patient was stable, negative workup, afebrile, and on IV antibiotic. On (B)(6) 2016, the patient was discharged from the hospital and since then, their numbness, tingling, swelling, and pain had been gradually getting worse, making it impossible for them to sit and unable to use their stimulator. No further complications were reported/anticipated.